Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). The physician predilated with a 1.5mm non-bsc balloon and then advanced the 20mm x 2.75mm taxus liberte stent delivery system (sds), however, the device was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were flared. The procedure was successfully completed with a different device. No complications were reported and the patient's current condition is good.